Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch¿ bi-directional navigation catheter and the patient experienced cardiac tamponade / cardiac arrest that required pericardiocentesis and CPR. Smarttouch catheter immediately advanced across tricuspid annulus into the right ventricle. Cardiac fellow was manipulating catheter in right ventricular apex region. Baseline impedance was 129. Force on rv (right ventricular) endocardial apex surface of 6g increased to 33g, increased to 54g and then displayed sheath on the force dashboard (ablator indicated sh (sheath) on the force dashboard after high force (54g) but no error was displayed associate with this). Case continued, pvc (premature ventricular contraction) mapping commenced. Sound star catheter opened, rv contoured, noted baseline effusion on ice imaging. The medical team continued to construct the anatomy and attempted to pace map pvc at rv apex farfield signal seen on distal--when a sharp signal was seen on the proximal, and they were unable to capture rv tissue when 10g force and high output pacing. The medical team questioned the scar region. They began to collect left ventricular anatomy on ice (intracardiac echocardiography) and noticed large a pericardial effusion. Code blue was called on the patient and CPR commenced. A pericardiocentesis was performed. Afterward, the patient stabilized. The case was abandoned. No heparin was given. Transseptal puncture was not performed. No ablation was performed. The event occurred during mapping phase. It was noticed on ice catheter before commencing collecting contours of the left.